Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, functional testing, and battery testing were performed. The issue of the door being out of calibration was identified during the visual inspection. The cause of the condition was determined to be physical damage. To correct the condition, the door was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a door out of calibration. No additional information is available.